Event description:
It was reported that fluctuating impedances and changes in sound quality are observed related to jaw movements. Re-implantation is due to take place in (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.